Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered a "system connecting please wait for da vinci to be ready" message. The onsite logs were not connecting. The caller informed the console power button was flashing blue. The technical support engineer (tse) walked the caller through a hard power cycle of the console and removal of blue fiber cable to power up the console in stand alone mode. The console power button continued to flash blue and did not complete post. The procedure was aborted with no patient involvement.